Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure after placing clips on cystic duct and cystic artery it appeared that the clips were not closed. It was very easy to remove them from the duct and the artery. A new er320 was opened. This functioned normal and the clips were placed accurately and were properly closed. No patient consequences reported. Procedure was prolonged by 6 minutes. Devices were discarded.